Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.